Event description:
Information as it was reported to ams indicates that the customer received error codes 833, 653, 202.11, 216 and 235. The customer was unable to clear the errors that occurred. The physician chose to complete the case with an alternate procedure (turp). It is unknown whether patient had already been administered anesthesia prior to error codes occurring. There was no report of a patient injury; however, the manufacturer is filing this as a result of the system malfunction. There was no injury to the patient.

Manufacturer narrative:
System analysis/service repair on september 25, 2014: the reported ¿errors 111, 833, 653, 202.11, 216 and 235¿ issues were confirmed and were determined to be due to a faulty resonator. The resonator s/n (B)(4) was replaced with s/n (B)(4) and pm kit was also replaced. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the resonator was returned on october 09,2014 and was evaluated on october 13, 2014. The ¿error 111¿ issue appeared during analysis. Diode stack was unable to be turned on and first bar was found burnt. Diode stack, water fittings and desiccant were replaced. The resonator was re-peaked and a new test report was completed.